Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor power supply voltage error and incorrect drive count error. The patient's blood glucose at the time of incident was 19.0 mmol/l. The alarms occurred after the device was exposed to moisture. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 37 was noted during testing. However, the pump error 37 alarm was found in the pump history files. The motor may have had and intermittent failure that was not detected during our testing. No pump error 41 was noted during testing. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a cracked select button keypad overlay, overlay, pillowing keypad overlay, and minor scratches on the lcd window.